Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw thread part broke apart into pieces in the patient¿s body on (B)(6) 2018 when removing the trial liner from the cup using a screwdriver during the surgery. The surgeon noticed the washer was missing, but the surgeon finally found the washer and removed from the patient¿s body. There was surgical delay less than 30 min. And there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.